Event description:
The reporter stated the surgeon implanted a 13.2mm vicm13.2 implantable collamer lens in the pt's right eye. The lens was explanted due to excessive vaulting. The lens was exchanged for a shorter length lens. Further info has been requested but non has been forthcoming. A supplemental medwatch will be submitted when further info is available. See MFR #2023826-2012-00416 for left eye.

Manufacturer narrative:
(B)(4).